Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blood at insertion site. The customer also reported problems with three sensors over several days, including repeated alerts related to lost sensor signal alert, sensor updating alert, and change sensor prompts and also alleged battery cap was damaged, with damage present on the metal contact. The event involved product(s) mmt-1886. Troubleshooting was performed for a change sensor alert. The customer was unable to run a transmitter test and/or the test passed, and the customer was advised to try another sensor. Troubleshooting was also performed for application site issues, during which the customer reported bleeding at the site. Additionally, troubleshooting was conducted for a loss of communication between the transmitter and the pump. It was confirmed that the transmitter serial number was programmed in the manage devices screen, and the pump was in the process of making multiple attempts to re-establish communication with the transmitter. Troubleshooting was further performed for a battery cap issue, which identified that the battery cap was damaged, with damage present on the metal contact. No further patient complications were reported. No product return is required for mmt-1886.